Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured between 02/20/2014 and 02/21/2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for this lot number and no issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from its fill port. This occurred during filling with fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available. This is report 4 of 5.